Manufacturer narrative:
Follow-up #1; date of submission: 09/16/2016. The device has been returned and evaluated by product analysis on 08/25/2016 with the following findings. During investigation, the pump was opened and there was evidence of moisture on the main printed circuit board. There was no evidence of moisture observed before the pump was opened. A leak test failed due to case crack leak. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that ther was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event and could have an impact on insulin delivery.